Manufacturer narrative:
On 28-sept-2016 an fse conducted follow-up with the customer over-the-phone to address the reported event. The fse performed troubleshooting with the customer and instructed the customer to clean the cup pick-up assembly z axis plunger to correct the issue. The aia-900 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to a dirty cup pick-up arm z-axis plunger. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported error 2163 (c transfer cup not released) with the aia-900 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.